Event description:
Recovery ivc filter placed in 2003 found to be fractured-one arm and half of one leg in extravascular, pericaval location. Also, one leg penetrated to spine and may have been causing back pain.